Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 12:15 pm, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. This meter will display the battery indicator symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient followed her usual diabetes management routine; she does not take any medications. At 12:30 pm, the patient experienced the symptoms of being hot, exhaustion, hyperventilating, sweating and a racing heart rate. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new, replacement battery available. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.